Event description:
Pt fell on the stairs (B)(6) 2011 and fractured his tibia and fibula. Pt was implanted with two plates on (B)(6) 2011. The first plate (cat# unk) was inserted on the fibula and was later removed because of infection. The second plate (cat# 241.447) on the tibia remained in place until it broke into two pieces and was removed (B)(6) 2012. This event is associated with the first plate that was removed due to infection.

Manufacturer narrative:
Explant date is unk. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.